Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. Analysis was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to unresponsive esc and act button. Moisture damage was found on electronic and motor assembly. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 437 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.